Event description:
It was reported that the patient underwent dissection. A 1.50mm rotapro was selected for percutaneous coronary intervention. During the procedure, while in dynaglide feature coming out of guide catheter, there was a potential left main dissection caused by the burr. The guide catheter likely roofed. It was also felt that the non-boston scientific (bsc) guide catheter, microcatheter and stent caused/contributed to the dissection. The procedure was completed. No complications were reported.

Manufacturer narrative:
H6: impact codes: corrected.

Event description:
It was reported that the patient underwent dissection. A 1.50mm rotapro was selected for percutaneous coronary intervention. During the procedure, while in dynaglide feature coming out of guide catheter, there was a potential left main dissection caused by the burr. The guide catheter likely roofed. It was also felt that the non-boston scientific (bsc) guide catheter, microcatheter and stent caused/contributed to the dissection. The procedure was completed. No complications were reported. It was further reported that an intervention was required to treat the dissection which is by deploying the left main stent.